Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and could not confirm the software issue. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, two touch points from registration disappeared. During initial registration, the surgeon picked four touch points and then used tracer and combined the two. They had a metric of 1.8. During the case the surgeon wanted to go back and get a better metric either through touch or tracer. When they got back to the touch registration page, two of the 4 points had disappeared from the fiducial marks (which they created) not on the 3d model. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Manufacturing date was unavailable at the time of filing. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, two touch points from registration disappeared. During initial registration, the surgeon picked four touch points and then used tracer and combined the two. They had a metric of 1.8. During the case the surgeon wanted to go back and get a better metric either through touch or tracer. When they got back to the touch registration page, two of the 4 points had disappeared from the fiducial marks (which they created) not on the 3d model. There was no delay to the procedure. There was no reported impact on patient outcome.